Manufacturer narrative:
As reported, during flushing, the balloon of the powerflex pro pta dilation catheter (7mm6cm 80) was leaking on the sheath. ¿there was an improper seal of a dilatation balloon¿. It was noticed before to be used on the patient. There was no reported serious injury. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was not pulled from the packaging by the hub; therefore, there was no anomalies noted at this time. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty encountered flushing the balloon catheter. There was no difficulty encountered connecting the hub to the indeflator device. There was no difficulty tracking the device through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17529264 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, prepping and handling factors (such as technique during balloon cover removal) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/ preventive action will be taken at this time.

Event description:
As reported, during flushing, the balloon of the powerflex pro pta dilation catheter (7mm6cm 80) was leaking on the sheath. ¿there was an improper seal of a dilatation balloon¿. It was noticed before to be used on the patient. There was no reported serious injury. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was not pulled from the packaging by the hub; therefore, there was no anomalies noted at this time. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty encountered flushing the balloon catheter. There was no difficulty encountered connecting the hub to the indeflator device. There was no difficulty tracking the device through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device will not be returned for evaluation as it was discarded.